Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 07-jun-2016, an fse visited the customer to address the reported event. During servicing, the fse inspected the unit and found an occlusion between port 6 of the injection valave and the bottom of the filter housing. The fse replaced the tubing with the x part and the pressure was in limits. The fse ran controls and there were no errors produced. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was port 6 to filter occlusion.

Event description:
On (B)(6) 2016, a customer reported that they are getting high pressure with their g8 analyzer. The customer replaced the filter and performed a pressure test by removing the filter but the pressure alarms persisted. The customer is unable to run patient samples on hba1c diabetes assay. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.